Manufacturer narrative:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2 hr xylene standard" protocol started in retort b at 16:03 pm on (B)(6) 2017, which comprised 184 cassettes and completed successfully at 06:30 am on (B)(6) 2017. The event/error codes recorded in the instrument software during execution of "factory 2 hr xylene standard" protocol started in retort b at 16:03 pm on (B)(6) 2017, were advisory notification, which did not interrupt the protocol, and is not considered to have either caused or contributed to the sub-optimal tissue processing. There is no evidence that a power outrage occurred between (B)(6) 2017, which may have either caused or contributed to the sub-optimal tissue processing reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2 hr xylene standard" protocol started in retort b at 16:03 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the complainant advised that the two (2) hour protocol had been run rather than an eight (8) protocol. Section 8.2.1 of the leica peloris¿/peloris ll¿ tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
Leica biosystems received a complaint regarding "mushy/runner under process" tissue and advised that the issue was mostly likely cause by a use error because the two (2) hour protocol had been run rather than an eight (8) protocol. The complainant advised that no error codes had been displayed; the eight (8) protocol was loaded and the run log recorded that the two (2) hour protocol was run; and a power outrage occurred. The complainant also advised that the affected tissue samples will be re-processed. On 15 july 2017 leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.